Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed as the device was reported to have stopped working. All components were removed and replaced with a tactra. There were no patient complications reported.